Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient will undergo revision for a liner exchange and screw removal due to discomfort caused by the length of the screw.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Insufficient information provided unable to perform a complaint history search. Surgical notes were not provided. A definite root cause cannot be determined.

Event description:
It was reported patient underwent hip revision procedure due to discomfort caused by the length of the screw. The liner and screw were revised.